Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2012 and the patient's underlying cause of death was potential sudep. The cause of death per the ndi was infantile cerebral palsy, sleep apnea, encephalopathy, and other unspecified convulsions. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of possible sudep. There is no allegation or other information indicating that the death is related to vns.

Event description:
On (B)(6) 2012, the vns patient's mother reported that the patient passed away last night. The mother mentioned that the patient was having seizures, but no indication of an increase. Good faith attempts to the physician for further information were made but no additional information was received. The department of state health in the state the patient passed away in reported that they will not provide death certificates to the manufacturer. A review of the patient's programming history revealed that the patient was last programmed to output=2.75ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=0.8min/magnet output=3ma/magnet pulse width=250usec/magnet on time=60sec on (B)(6) 2011. A battery life calculation was performed which showed 0.34 years remaining until the elective replacement indicator flagged as "yes." With the available information provided to the manufacturer thus far, the patient's death has been determined to be possible sudep.

Manufacturer narrative:
Analysis of programming history.